Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the display of error code e433 was due to a generator board failure. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Event description:
It was reported that the generator had an e433 error code during routine maintenance. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.